Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to know similar events, it was presumed that tensile stress generated with manipulation had likely contributed to tip separation of the reported caravel microcatheter. The applied stress would exceed the product design limit and therefore damage the tip when the tip was being caught and restricted its movement by the complicated lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] ~ separation.

Event description:
Sus voluntary event report number: mw5096830 was received from the us distributor. It was reported as follows: retained microcatheter "9/" md using an asahi caravel microcatheter during pci of a chronic total occlusion. As he pulled back, the tip of the catheter dislodged mid rca and was unable to be retrieved. It was felt that the right lesion was the cause, not a faulty product. Complication was discussed with patient.